Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient¿s vision dropped from 1.0 to 0.2 down. The surgeon seen the haptic has been placed above the iris and the also thought that there is a possibility of eye structure has weakened. The lens exchanged in a secondary procedure.additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Cracks are observed in the haptic optic junction area. One slit lamp photo was submitted for review. The photo is a broad parallelepiped focused at the level of the anterior surface of the iol. Concentric rings are clearly visible which are representative of a company lens. Only a small segment (approximately 1-2 clock hours) of the lens is visible. No abnormalities are noted in this lens segment. Significant reflections from the corneal surface preclude any corneal analysis. No root cause of the patient¿s decreased vision can be ascertained from the photo. Associated products were not provided. It is unknown if qualified products were used. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that the surgeon observed the haptic was placed above the iris and the surgeon thought that there is a possibility that the eye structure (capsule bag & zonula) has also weakened so that the lens exchange procedure was performed. The manufacturer internal reference number is: (B)(4).